Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure. User mentioned drawer was unable to open and machine had tried to reboot and issue still persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the issue was resolved by an international field service engineer (fse). Fse only mentioned that the issue had been resolved and no further repair details were provided. The system functioned as intended after the field service engineer repaired the device.